Manufacturer narrative:
Unit received with button error alarm and had unresponsive esc, act and up arrow buttons due to corroded keypad traces. Unit had minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip, address/serial label was peeling, and missing end cap sticker.

Event description:
The customer reported via phone call that the buttons on the insulin pump did not always respond. The customer had to press the buttons several times for them to work. The insulin pump alarmed button error. He was unable to clear the alarm because the buttons were unresponsive. Customer's blood glucose level was 441 mg/dl. He corrected his blood glucose with syringes. When he was unable to use the insulin pump, his blood glucose level ranged from 351 mg/dl to 565 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.